Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there were eight (8) devices discovered to have a malfunction. There were five (5) small hexagonal screwdrivers stripped, two (2) cannulated hexagonal screwdrivers had a broken tip, and one (1) stardrive screwdriver had a cracked handle. It is unknown when the issue was observed. There was no patient and procedure involved. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 2 of 7 for complaint (B)(4).

Event description:
This is report 2 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part#314.05 lot#4262980 manufacturing location: synthes brandywine , released to warehouse date: 02.may.2001 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material of the shaft component (part#314.05.01 lot#4245341) was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: broken visual inspection: the cannulated hexagonal screwdriver (part: 314.050, lot: 4262980, mfg: 02-may-2001) was inspected at us cq. Upon visual inspection, it was observed that the distal tip of the cannulated hexagonal screwdriver¿s shaft was broken off (approximately half of the perimeter of the distal tip was broken) and the broken fragment was not returned. Also, the cannulated hexagonal screwdriver shows signs of minimal wear for its 17-year lifetime. No new malfunctions have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the cannulated hexagonal screwdriver¿s shaft and the length of the distal tip (flat side to flat side) proximal to the broken portion measured 4.00 mm that falls within the specification of 3.98 to 4.00 mm, based on drawing. Document/specification review: the following drawing(s) was reviewed; cannulated hexagonal screwdriver: screwdriver shaft: no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: the material was determined to be conforming at the time of manufacture based on the review of the DHR. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.